Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. Analysis of the device memory indicated pacing capture threshold in the right ventricle was unstable. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced dizziness. The implantable pulse generator (ipg) exhibited a pacing problem and loss of capture due to high and unstable pacing lead thresholds. The ipg was explanted and replaced and the pacing lead was capped and replaced. No further patient complications have been reported as a result of this event.